Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the malfunction was unable to confirmed during device evaluation, the definitive root cause of the broken glass could not be determined. It is possible that the broken glass was cause by user error, improper handling, or the application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up communication with the customer, the following information were provided. Issue found during set up for a therapeutic procedure for a knee arthroscopy. Subject device was replaced with the same device but different serial number and the issue was resolved . The intended procedure was completed using the replacement device (same device different serial number). There was no medical intervention as the result of the event. No other information provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation noted unable to confirmed broken lens due to debris on eyepiece (e/p) lens, however, scratches on distal edge of the objective window were observed. Found minor scratches on outer tube , noted that the device was received without inner ,outer light guide (lg) adapter. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of "dropped, broken glass". The issue found at preparation for use. No harm was reported. No patient harm, no user injury reported due to the event.